Event description:
It was reported that the customer's blood glucose was dramatically fluctuating. At the time of reporting, her blood glucose was 500mg/dl. He stated that her blood glucose had been as low as 43mg/dl that morning. Troubleshooting was performed to ensure the insulin pump was working properly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.